Event description:
Same case as MDR ID 2134265-2015-03271. It was reported that stent damage occurred. The target lesion was located in the renal artery. A 32x3.00mm and a 8x3.00mm rebel¿ stent were advanced; however, the devices failed to cross the lesion. It was then noted that the stents were damaged. The devices were removed from the patient. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR.: returned product consisted of a rebel stent delivery system (sds) with no other devices. There were stent struts that were bent and bunched up in the middle of the stent. The balloon was tightly folded. The inner shaft was separated at the bi-component weld. The fractured faces were jagged and stretched which indicates that the separation was due to tensile overload. The outer shaft was stretched. Inspection of the remainder of the device revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. Based on review of the reported complaint and the reported use contrary to indications for use (i.e. Use in the renal artery), the most probable root cause for this complaint was considered ¿user error. (B)(4).